Event description:
It was reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. It was reported the system was repaired and found to be operating as intended.